Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had an emergency room visit on (B)(6) 2016 with blood glucose of 500 mg/dl. Customer goes to the hospital everyday for a fluid treatment. Customer had symptom of high blood glucose; customer was falling. Customer's emergency room visit was due to diabetic ketoacidosis and not being able to retain fluid due to chronic diarrhea. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of emergency room visit.